Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one sprinter legend rx ptca balloon catheter to treat a moderately tortuous, severely calcified lesion exhibiting 95% stenosis located in the proximal rca. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion. The stent was also used 24 days past the device expiry date. No patient injury reported.

Manufacturer narrative:
Event date initially reported as the (B)(6) 2018. It was subsequently reported that the date was wrong, the correct date of the event is the (B)(6) 2018 and therefore the device had not been used past its expiry date. If information is provided in the future, a supplemental report will be issued.